Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that patient stated that they made a new cassette of drug and when they hooked it up to the pump to prime the pump started beeping for high pressure. They said they did a visual inspection of the tubing and cassette to make sure that the line was not damped or crushed, but couldn't find anything wrong with the tubing or the cassette upon visual inspection. Patient then decided to remove cassette and put their old cassette back onto the same pump to see if was the pump or the new cassette that was causing the alarm on the pump. Patient stated that when they put their old cassette back on the pump, the pump worked fine, and there were no alarms. Patient stated they put their new cassette back on the pump and the high pressure alarm returned. Patient then decided to discard the cassette that they just made and make a new cassette. Patient stated that there was no further alarms with new cassette. No harm to patient during process. Reported by patient/caregiver. No patient injury reported.